Event description:
I was brushing my teeth today with an oral b io toothbrush, model #3770, purchased (B)(6) 2025. After finishing, I spit into the sink like normal and noticed a ton of tiny black flakes. This is odd since I hadn't eaten anything yet, let alone pepper or anything small and black? I inspected the toothbrush and sure enough, there was a ton of mold. Apparently, I consumed some of it. It's impossible to clean these toothbrushes, so I got a toothpick and scooped around the metal vibrating plate and pulled out a ton of mold. I contacted oral b and they did refund me, but still put the blame on user error. However, I was using this product as intended. In fact, I was using this product and going above and beyond to ensure it stayed dry. I don't store this toothbrush in the bathroom; it sits on a dresser in my bedroom. I shake it out when I'm done brushing. I then detach the head and wipe off both components. Then, I leave them separate to dry out. I periodically attempt to clean it with q-tips, though as I said previously, it's nearly impossible to get into all the tiny holes. I've been experiencing headaches and nausea at the same time every day. I haven't been able to figure out the culprit. I tried eating at different times, smaller meals, bigger meals, more protein, more fiber, electrolytes. You name it and I tried. I haven't been able to figure it out. I don't normally get headaches and nausea; that's not a typical symptom I experience daily. In the last year however, it's been getting progressively worse. It's so bad that on (B)(6) 2026, I was feeling insanely nauseous and nothing was helping. I ran to the bathroom to vomit and proceeded to slip on a bathmat and slam my head into a toilet, causing a broken nose and concussion. Which sure, the toothbrush didn't cause me to fall, but did it cause the nausea? The other issue that's popped up are hives. I have mcas, so throughout my life I've dealt with anaphylactic episodes and random hives, etc. I've had allergy panels done and I am not allergic to mold. However, with mcas, random triggers will set off anaphylaxis even if I'm not actually allergic. It's very annoying. Over the past year I have been doing really well, only having maybe 1 anaphylactic episode. Well, in the past week I've had 3. Full blown hives on body, swollen throat, sore throat, headache, etc. Two of which happened on consecutive days. That is not normal for me. I'm on 40mg of zyrtec a day, and I take benadryl on top of that when I go into anaphylaxis. So, to have it two days in a row, let alone 3 in a week, is odd. It also points to an acute cause- something was triggering me but I couldn't figure it out. I thought it was a reaction to the weather, since that's the only thing that's really changed. But today when I spit out literal mold from my mouth, I realized that's likely the culprit. Oral b has known about this issue, there are cases filed with the FDA, reddit posts, articles, videos, product reviews, etc. Their response is to blame the user for using the toothbrush improperly and keep stocking shelves. They know this is a defect and yet haven't pulled it? This is a serious health risk. If I hadn't seen the visible black flakes, who knows how long I would've continued to use it. And again, I wipe both parts clean and separate the parts every day, and even I didn't notice. A reasonable consumer would assume oral b has done the testing to ensure the crevices are large enough to allow airflow, so that when used as directed, no mold grows. The burden is not on the consumer here. When I bought the toothbrush, I assumed that a product that gets wet has been rigorously tested to withstand that environment.